Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an intellivue mx500 patient monitor indicating that the speaker was abnormal. The device was not in use on patient at time of event; there was no adverse event reported.